Manufacturer narrative:
Attempt (s) for additional information, including the patient information requested in section a of this form, were unsuccessful.

Event description:
During an arthroscopic repair, the physician laced the speedlock knotless implant into the bone hole. After 1.5 turns of the handle, the physician was unable to deploy the implant. The anchor was tensioned properly after accidentally pounding it just beyond the suggested point of insertion. Attempts to obtain additional information regarding this event were unsuccessful. No patient complications were reported as a result of this event.